Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had several strokes, one was about 2 months after a lead replacement. The patient had another stroke in (B)(6) 2019 where there was no damage. No further complications were reported/anticipated.